Event description:
Patient enrolled into the create pas trial. Left sided weakness and cognitive deficit with stroke reported. The pt is reported as stable , but still symptomatic. Pease reference MDR 2183870-2009-00097 for spider fx used in this procedure.